Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for rsd/causalgia-complex regional pain syndrome. It was reported that the battery was activating on its own, causing pain on top of the patient¿s back. No further complications were reported/anticipated.